Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had lead fracture which was validated by x-ray. Surgical intervention took place wherein the lead was explanted and replaced, which resolved the issue.